Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer frequently had no or intermittent response by button press on the b and esc buttons. Customer's blood glucose was 146 mg/dl. The pump was not dropped or exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent b and esc button response due to corroded keypad traces. No button error alarm during testing. Unit passed self-test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.